Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The insulin flow block alarm functioning properly. Pump programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 312 mg/dl at the time incident. The customer¿s current blood glucose level was 397 mg/dl. The customer reported that he changed the set and blood glucose level went up to 300 mg/dl and high blood glucose was treated with syringe. The customer reported that the insulin pump was under delivering as he filled tubing of 6 units and nothing came out. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did not exit. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.